Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the rewind/prime process. The customer's blood glucose was 437 mg/dl, which the customer advised would be treated with a manual injection. The customer stated that she was unable to anything with the insulin pump, as the device would not allow her to complete the rewind process. The customer was advised to replace the insulin pump and agreed to return the device for analysis.